Event description:
It was reported that when the guide wire was placed and the ars was removed from the patient's internal jugular vein, the chief resident found the tip of the wire was unraveled and the j tip was stuck in the patient's tissue and could not be withdrawn. As a result, the chief resident had to cut the tissue to remove the wire. A new kit was then opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay. There were no reported death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned.